Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no reservoir alarm during testing. Installed a water filled reservoir, the insulin was programmed with multiple boluses and delivered; observed the liquid exit the tubing during the bolus deliveries. No prime fill anomaly noted. The insulin had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that insulin continued to drip from the tubing after the motor stopped during the manual prime process. The patient's blood glucose at the time of incident was 155 mg/dl. During troubleshooting the nurse stated that the reservoir status screen displayed 162.7 remaining units of insulin despite the reservoir containing only 80 units. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump was returned for analysis.